Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "sensor not working" when scanning the adc freestyle libre 2 sensor. As a result, on (B)(6) 2022, the customer experienced "sweating, felt hot, fatigued, nauseated, headache, confused, no balance" and had a seizure. The customer was brought to the hospital however there was no third-party medical treatment provided "due to covid and volume of patients waiting." The customer went home once they felt better. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.